Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did issue occur with only one device in procedure? No, we used a second applicator but it was 10 mm. Was a cholangiogram done on procedure? No. Was device fired over another clip or hard structure? No.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: did the device fire unformed clips? Did issue occur with only one device in procedure? Was a cholangiogram done on procedure? Was device fired over another clip or hard structure?

Event description:
It was reported that during a cholecystectomy procedure, while squeezing the clip applicator, was open the clip. In two occasions was attempted with other clips and not close. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality; upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the reported event of clip malformation.